Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter has been returned for the evaluation. On the visual evaluation, a complete circumferential break was noted on the bond joint of the balloon and no other specific anomalies were noted. No other functional testing was performed due to the condition of the device and nature of the complaint. Further, no evidence of balloon or catheter detachment noted on the returned device. All the anomalies were noted on the microscopic observation. Therefore, investigation for the reported balloon detachment was unconfirmed as no evidence of balloon or catheter detachment noted on the returned device. The investigation for the identified bond joint break of the balloon was confirmed, as a complete circumferential break noted on bond joint of the returned balloon. A definitive root cause for the reported balloon detachment and the identified bond joint break of the balloon could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 06/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly tore out the catheter. It was further reported that the device detached and was difficult to be removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Event description:
It was reported that during a pta procedure through the basilic vein, the balloon allegedly tore out the catheter. It was further reported that the balloon got separated from the catheter and was difficult to be removed. The procedure was completed using another device. There was no reported patient injury.